Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that through a literature that patient was transferred from outside hospital with va-ECMO and iabp support following bentall procedure and partial arch replacement for stanford type a aortic dissection complicated by cardiogenic shock. Due to bacteremia-induced renal dysfunction, he became dialysis-dependent. An extracorporeal left ventricular assist device (lvad) was initiated via right subclavian artery outflow and apical inflow to improve renal function and assess candidacy for implantable lvad. After four months of support, dialysis was discontinued, and the patient was deemed eligible for dt-lvad. An implantable lvad (heartmate 3) was implanted. Postoperatively, continuous hemodiafiltration (chdf) was required but discontinued after two months, and the patient was discharged from the intensive care unit (ICU). Four months after lvad implantation, they developed septic shock and became dialysis-dependent again, necessitating arteriovenous shunt placement. The patient underwent 48 intermittent dialysis sessions over 356 days without significant dialysis-related complications.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2024-07151. No further information was provided. The manufacturer is closing the file on this event.

Event description:
This event was determined to be supplemental information to manufacturer report number 2916596-2024-07151.